Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical notification received for revision of right total hip to address adverse local tissue reaction (altr). Date of implantation: (B)(6) 2006. Date of revision: (B)(6) 2021. (Right hip). The medical records have been reviewed to identify patient harms/product failures. On (B)(6) 2021, the patient underwent a right hip revision to address dislocation, synovitis, pain, metallosis, osteolysis, pseudotumor, and corrosion of the stem trunnion. The surgeon indicated after removal of the head from the stem there was corrosion compatible with metallosis, the corrosion was cleaned off the trunnion. There was extensive superior iliac bone loss. The central dome screw was removed from the well-fixed cup. There is no indication the screw was replaced. Removal of the metal liner demonstrated extreme backside cobalt chrome metallosis. Pseudotumor invaded the abductor musculature and the short external rotators of the femur, and extensive osteolsysis of the medial anterior and posterior proximal porous sleeve of the s-rom component. However, there was rigid fixation distally and laterally and the stem was solid in the femur. The femoral head and acetabular liner were revised. The central dome screw was removed but not replaced. The acetabular cup, hole eliminator, femoral stem, and femoral sleeve were retained. The patient was revised with a depuy pinnacle gvf polyethylene constrained acetabular liner and depuy s-rom revision ceramic femoral head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.